Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center's image had lateral noise. The issue occurred during preparation for use of a therapeutic colonic stent procedure. There were no reports of patient harm and the intended procedure was able to be completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d8, d9, and h4 the device was returned to olympus for inspection, and the reportable malfunctions of transverse noise was confirmed. Based on the results of the investigation, it was confirmed that the malfunctioned was caused by failure of the circuit board. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.